Event description:
It was reported that bd maxzero trifuse extension set was leaking the following information was received by the initial reporter with the verbatim: product description: bd maxzero trifuse extension set origin of the issue: product failure design detail: extension set started leaking within 24 hours of placing product in use. Please send product with a different lot number.

Manufacturer narrative:
H.3: if a device evaluation and or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 23049070 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info.